Event description:
The nurse manager reported that a patient developed enterobacter bacterial infection after using a scope for choledocholithiasis. The facility originally requested preventive maintenance and later stated there was an infection that was discovered after the procedure. The procedure itself was unremarkable and no complications occurred. The patient presented with a fever the same day of the procedure; blood cultures were drawn that day as well. The patient was treated with antibiotics and was "eventually" discharged home. The customer reported 2 patients infected with enterobacter bacterial infection in their facility. This report is for the second patient. 1) related patient identifier # evis exera iii duodenovideoscope, model tjf-q190v, serial # (B)(6). 2) related patient identifier # evis exera iii duodenovideoscope model tjf-q190v, serial # (B)(6) (this report).